Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received. A secondary MDR was submitted since at this time, it is unknown which device may have caused the dissection event. Reference uf/importer report #: 3014526664-2022-00103.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the left common carotid artery and another dissection was noted in the internal carotid artery. The physician elected to treat the dissections with two unplanned stents, and the procedure was completed successfully with no further issues noted. At this time it is unknown if the dissection was caused by the enroute guidewire or the enroute neuroprotection system.